Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova& employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has anydefects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient that referred for replacement showed high impedance in pre-op, the device was disabled due to low battery. A new generator was placed and showed high impedance as well. The lead was then replaced as a result, and after diagnostic testing the lead impedance came back as ok. The explanted suspect device have not been received to date. No additional or relevant information has been received to date.

Event description:
It was reported that both the lead and generator was returned to the manufacturer. The implant card had indicated that the reason for replacement was due to battery depletion (end of service, pulse disabled) and high impedance. No additional or relevant information has been received to date.

Event description:
Tablet data was reviewed. No other relevant information has been received to date.

Event description:
Product analysis was completed for lead and generator. Product analysis (pa) for lead was approved during the visual analysis, the ring coil was found to be broken. The broken coil ends show pitting and abrasions. The fracture mechanism could not be ascertained due to pitting at one end and visual examination of the suspected coil mate end shows abrasive wear to the point of break. Other than the above noted observations, and the abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Product analysis (pa) for generator was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. Datadump was reviewed and the >25% change took place on (B)(6) 2021. The pre-change value was 8914 ohms and post-change was 11232 ohms. No other anomalies were seen. No other relevant information has been received to date.

Manufacturer narrative:
H2: if follow-up, what type; corrected information; initial MDR inadvertently omitted information known prior to submission. D9: device available for evaluation?; corrected information; initial MDR inadvertently omitted information known prior to submission.